Manufacturer narrative:
Correction: section d9 section h9 manufacturer 806 report #: 2024500-05-13-2025-001-r section h6 evaluation codes were updates to to device evaluation method code (annex b)- remove b21 and add b01 and b24 result code (annex c) - remove c21 and add c13 conclusion code (annex d) - remove d16 and add d02 component code (annex g) - remove g07003 and add g02005 h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the ventilation stopped on this ht70 ventilator, the screen disappeared and a continuous alarm sound occurred. The device was available for evaluation. A review of the ventilator logs confirmed that the ventilation stopped. The service personnel (sp) inspected the ventilator, confirmed the reported issue and observed a defect in the control board. The cause of the event was isolated to potential fault in control board. The ventilator is in scope of the field corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the ventilation stopped on this ht70 ventilator, the screen disappeared and a continuous alarm sound occurred. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e: (B)(6). Medtronic personnel reported the event to manufacturer on behalf of the customer. H3: medtronic received the suspect device/component from the customer, but the device has not yet been evaluated to date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.